Manufacturer narrative:
Date of report: 09/10/2018. Date received by manufacturer: 05/29/2018. Correction: the data acquisition printed circuit board assembly was received for evaluation, tested, and no failures were identified.

Event description:
Customer reported that the unit went ventilator inoperative with unknown error code while in patient use. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.